Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was in critical override and disconnect mode. A technical support specialist verified the station status and found all station communications current on server, confirming normal operation. The tss confirmed with the customer that the issue has been resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower, machine was in critical override and disconnect mode. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.